Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited an unspecified sensing issue. It was determined that the lead had dislodged. Additionally, the helix could not extend. The lead was removed. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and a sensing issue were not confirmed. The reported event for a helix mechanism issue was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.